Event description:
Patient reported "recurring stabbing pain", "rupture", "psychological burden due to their devices being on the recall list", "implants were faulty" and " there was a leak in the disputed implants". Later healthcare professional reported "device rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device and was discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.